Event description:
It was reported the patient's ipg would not stay turned on. Troubleshooting was tried to no avail. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy resumed post procedure.